Manufacturer narrative:
An event of embolization to the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported embolization could not be confirmed. A surgical intervention is a result of case-specific circumstances, a cardiac surgery was performed to remove the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 38mm amplatzer septal occluder was selected for implant using a 12f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). The asd was measured 38mm. Sizing was performed with a 34mm amplatzer sizing balloon. The devices were prepared per instructions for use (IFU). Fluoroscopy and transesophageal echocardiogram (tee) were used during the procedure. A stability check was performed. The occluder was implanted. Approximately 24 hours later on transthoracic echocardiogram (tte) the occluder was shown to have embolized in the left ventricle. The patient was transferred to cardiac surgery for removal of the device. The patient did not present with any clinical signs or symptoms. The patient status was stable.